Event description:
The customer reported that the insert end became hot. The motor, and attachment became hot during a procedure. The dr said he could not hold onto the motor any longer. The attachment was exchanged and the surgery continued with no further problems.